Event description:
The tubing became unattached from the 0.2 micron filter that is in the tubing set. It became unattached before the fluid entered the filter. This caused a minor hazardous drug spill in the IV hood. Spill was easily cleaned and medication was re-made.